Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that patient had discomfort at the pocket site. As a result to address the issue patient pocket's site was revised and the ipg wad also explanted and replaced due to physicians preference. Reportedly this addressed the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined